Manufacturer narrative:
Belated evaluation and reporting of this complaint was done during retrospective review as part of CAPA 20-0074 corrective action 6. The endoscope has been re-processed in the routine cycle, all incoming endoscopes at karl storz are cleaned once they are back in. A microbiological sample has been taken (rinsing working channel, as well as swabs). There has been no growth detected. The endoscope could be sterilized without any additional effort than the procedure given in the IFU for re-processing. The event is filed under internal karl storz complaint ID (B)(4).

Event description:
The following information was provided by the customer: the infection control team at king's were alerted to a cluster of resistant pseudomonas isolates from clinical samples by microbiology and all the cases were tested positive post urological procedures. The cases have been reviewed and it has been confirmed that the strain of pseudomonas is the same in all 4 patients involved in this incident. The source of pseudomonas has been traced back to a uretrascope used in day surgery unit. No further information available.